Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a coronary intervention using a 6f sheath. Reportedly, there was no issue with deployment. On removal, the device was difficult to remove. The device was manipulated in an attempt to remove. The device separated with the sheath left in the patient. The patient was sent to the operating room where the vessel was incised and the detached portion of the device was removed. Surgical closure achieved hemostasis. There was a clinically significant delay in the procedure and hospitalization was prolonged. The patient is doing well. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The guide separation was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.